Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp), as reported through a manufacturer representative, stated ¿the cause of the high impedance on electrode 11 was not determined, though they did acknowledge it.¿ impedance testing performed on (B)(6) 2020 found impedances of 7460, 7460, 7460, 7539, 7307, 7089, and 6818 ohms for electrode pairs 0-11, 1-11, 2-11, 3-11, 8-11, 9-11, and 10-11 respectively. It was noted the impedance testing was again performed at 0.7 v. There remained no complications reported or anticipated.

Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances were measured with the patient¿s #11 electrode. Interrogation of the implantable neurostimulator (ins) found impedances of 9308, 9214, 9188, 9188, 8739, 8739, and 8657 ohms for electrode pairs 0-11, 1-11, 2-11, 3-11, 8-11, 9-11, and 10-11 respectively. It was noted the impedance testing was performed at 0.7 v. Review of the patient¿s programming indicated that electrode #11 was not programmed for use in any of the patient¿s eight saved program groups. The patient¿s indication for device use was chs. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was ¿fine¿ with ¿no reported adverse events associated with the high impedance.¿ it was noted the cause of the high impedance on electrode 11 was not determined. There remained no complications reported or anticipated.